Manufacturer narrative:
The insulin pump was received with cracked lcd window and bleeding lcd glass. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump has a broken window. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.